Manufacturer narrative:
The lot number for the device has been provided and a review of the device history records is currently being performed. The device remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that a focal abnormality was identified in the peripheral aspect of a stent graft approximately three months post implant. Additional intervention as performed, consisting of stent placement and angioplasty. Angiography demonstrated significant improvement in the luminal caliber. The pt recovered with no clinical sequelae.